Event description:
It was reported that the balloon was inflating or deflating properly due to damage of the balloon. Therefore, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "good".

Manufacturer narrative:
(B)(4).